Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip broke off a rotating disc cutter within the disc space. There was a delay greater than 30 minutes associated with device removal. An alternative device was not needed to complete the procedure. There were no reported patient impacts associated with the delay.

Manufacturer narrative:
Additional information: current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip broke off a rotating disc cutter within the disc space. There was a delay greater than 30 minutes associated with device removal. An alternative device was not needed to complete the procedure. There were no reported patient impacts associated with the delay.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the returned disc cutter was evaluated. The tip was confirmed to have fractured off. The cause cannot be conclusively determined, but failures of this nature are often attributed to the accumulated weakening of material based on repeated temperature fluctuations possibly due to sterilization, improper storage, and/or mishandling of the device over time. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip broke off a rotating disc cutter within the disc space. There was a delay greater than 30 minutes associated with device removal. An alternative device was not needed to complete the procedure. There were no reported patient impacts associated with the delay.